Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving high scans of 178 mg/dl, 168 mg/dl, 172 mg/dl, 192 mg/dl, and 179 mg/dl on the sensor when compared to a competitor meter results of 75 mg/dl, 64 mg/dl, 54 mg/dl, 105 mg/dl, and 75 mg/dl. The customer became hypoglycemic and was unable to self-treat, requiring treatment of intravenous glucose from both non-healthcare professional and a healthcare professional for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.